Event description:
It was reported that the rv lead was explanted due to fluctuations of the lead impedance value between 400 and greater than 4000 ohms. Oversensing was also noted with a short interval count (sic) of 3394 episodes. No patient complications were reported as a result of this event.